Event description:
A report was received via social media that the patient was experiencing severe pain. It was noted that the battery site was uncomfortable and the stimulator did nothing to help with patients pain. The patient underwent an explant procedure. No further information could be obtained.